Event description:
It was reported to target by the sales representative that the coil pusher-16 was found to be cut at the distal end. The pt was not impacted by this occurrence. No other info was given about the procedure.

Manufacturer narrative:
Device failure possibly related to the product condition prior to use.